Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2007, this patient underwent endovascular repair of a thoracic aortic aneurysm. Upon removal of the gore introducer sheath with silicone pinch valve over wire, a drop in blood pressure was noted. An angiography revealed extravasation of contrast in the area of the left common iliac artery. An occlusion balloon was placed for control of hemorrhage, while on 8x50 gore viabahn endoprosthesis was placed proximally, followed by a 6x50 device distally. Angiography revealed seal proximally, but continued extravasation distally. The patient was intubated and the artery was reconstructed using a hemashield bypass graft from the common iliac artery to the femoral artery. The patient was transferred to the sicu in stable condition.